Event description:
Refer to MFR report # 6000030-2011-02191 regarding events prior to pump replacement surgery. Following pump replacement surgery, the pt experienced an overdose. Following the replacement, the baclofen dose was decreased to 150 mcg/day. The pt was "sent to ER/hospital in 2008." The pt's thyroid was "low." The baclofen was reduced to 75 mcg/day. The pt was "ok" until the summer of 2010; then the pt's legs were "heavy again." The pt's white blood count was very low. The pt was given blood transfusions that "didn't help." The baclofen (lioresal 500 mcg/ml) was increased to 85.02 mcg/day which, as of 3/3/2011, was the pt's current dose. The pt's legs were sensitive to touch. The pt experienced "impacted bowel" issues. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4) (impacted bowel). (B)(4) .